Event description:
Device used as port site for surgical intervention. Near the end of the eye surgery, cannula was being removed. The hub portion separated from the cannula portion. The cannula portion dropped down into the patient's vitreous. Cannula retrieved intact. Additional vitrectomy was required to retrieve the cannula, as well as additional laser used as a cautionary measure to stabilize the retina. No harm noted.